Event description:
It was reported that the insulin pump had an error alarm during the manual prime process. The customer's blood glucose reading at time of call was 399mg/dl. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. However, the device passed the displacement test. Further testing could not be performed due to the prime anomaly.